Event description:
The customer stated he was hospitalized for low blood glucose levels of 55 mg/dl. Prior to the hospitalization, the customer stated the insulin pump was alarming, and it was not priming correctly. The customer stated he was not connected to the insulin pump during the manual prime. Unable to troubleshoot the insulin pump, due to the alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.